Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three of five, while the hp was connected. During troubleshooting, it was found that the supply bag connection was loose. The technical service representative (tsr) explained the alarm and had the hp cycle the power on the hc device to clear it. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between a supply bag and the cassette line is a known cause of air being introduced into the set up. Should additional relevant information become available, a follow-up report will be submitted.